Event description:
Description of event: over a time period of several months (from june through october 1999) up to 13 pts have become contaminated with pseudomonas, a water-borne microorganism. A common link with these pts is their contact with a pentax bronchoscope reprocessed in a steris system 1 sterilizer. Four pts have expired, however, these deaths reportedly may or may not be directly related to this "infection outbreak." Despite repeated requests, the medical facility has not provided any written documentation describing this event in detail nor have they provided any written reprocessing protocols used during the time period in question. To date, the facility has refused to return the pentax bronchoscope for eval. The lack of concrete documentation and the unavailability of the suspect device for eval have delayed the submission of this report.